Event description:
Pump telemetry confirmed an alarm due to a motor stall. The event logs indicated a motor stall which occurred at 2333 on (B)(6) 2010. The pt did not have an MRI. The pt was welding the day before the motor stall, but the times and dates do not match up as a possible reason for stall. The pt had experienced underdose symptoms and was being monitored by their physician while on intravenous fentanyl therapy. The pump was to be programmed at the minimum rate while the pt was on IV therapy in order to avoid an overdosing issue. The medications being delivered via the device system were bupivicaine, clonidine, and sufentanil.

Manufacturer narrative:
(B)(4).